Event description:
It was reported that the ventilator failed the flow transducer test and generated a communication error. There was no patient involvement. Manufacturer's ref (B)(4).

Manufacturer narrative:
During investigation on-site performed by our field service engineer, traces of liquid spill on the expiratory channel printed circuit board (pcb) and the pressure transducer printed circuit board (pcb) was found. Pcbs were replaced but not returned for investigation. The ventilator was sent back in service. Provided photo confirms the reported liquid spill. The pcbs were not further investigated since ingress of liquid substance on pcbs can cause failure which might lead to a ventilator malfunction. The provided logs confimed the reported failure. The logs revealed that the reported technical error code indicating disabled ventilation generated in 2020-07-13. The conclusion is that the reported failure is most likely due to the liquid spill on the pcbs according the field service engineer. The liquid spill is probably a water vapor from the expiratory cassette traces on the pcbs.

Event description:
Manufacturer's ref #: (B)(4).